Event description:
During a procedure with the tenex system, the microtip needle separated from the rest of the hand piece. The procedure was completed with another handpiece. There were no patient complications.